Event description:
A report was received that the patient was experiencing extreme itchiness at the implant site. The patient's ipg eroded toward the skin and was causing irritation. No actual skin breakage was noted. In addition, the ipg appeared to be more superficial than before. The patient did bump the ipg site a couple of months ago.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing extreme itchiness at the implant site. The patient's ipg eroded toward the skin and was causing irritation. No actual skin breakage was noted. In addition, the ipg appeared to be more superficial than before. The patient did bump the ipg site a couple of months ago.